Event description:
During a thoracoscopic bulbectomy the surgeon reported the instrument was fired four times. After firing the fourth time the instrument closed and would not fire again. There was no consequence to the pt.